Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The medical surveillance specialist spoke with the pt three days later, and obtained the following information. The pt reported that the alleged power issue began on the evening of 2009. Despite not being able to test his blood glucose, the pt stated that he continued to take his usual oral medication (5mg of glipizide) twice a day. At approx 10 or 11am the next day, the pt reported that he began to feel a little shaky; a symptom he associated with a low glucose. In response to the symptom, the pt claimed he ate a piece of candy and felt better afterwards. At the time of troubleshooting, the cca noted there was no known trauma to the subject meter and that the pt confirmed he replaced the batteries as recommended in the owner's booklet. The power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.